Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported the patient had positive blood cultures and the implantable cardioverter defibrillator (ICD) system was explanted due to possible infection. The organism was identified as staphylococcus aureus and the patient treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.